Event description:
Total hip performed 2008. Small gap between stem and neck observed on x-ray post operatively. Surgeon performed revision about two months later, and replaced the neck. The neck seated properly and the stem stayed solidly in place.